Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the buttons on the infusion device do not function. No adverse event was reported. The alleged product was requested for evaluation.